Event description:
Additional information was received that the physician opted to not have an x-ray taken. Instead the lead was electronically repositioned and no further issues were noted. No adverse patient effects were reported.

Event description:
Boston scientific received information that since implant the patient has experienced intermittent diaphragmatic stimulation. Upon evaluation, the clinician also noted an increase in threshold measurements and a significant decrease in impedance measurements for the left ventricular (lv) lead. Boston scientific technical services (ts) was consulted and discussed programming options with the clinician. Ts also recommended obtaining an x-ray to check the position of the lead and integrity of the system. No adverse patient effects were reported. The field representative is attempting to obtain additional information from the clinic.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.